Event description:
It was reported that prior to a biopsy procedure, the device allegedly fired without pressing the trigger. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in normal condition. Also, the sled position indicator was faded identified. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires without pressing the trigger issue. The root cause for reported device fires without pressing the trigger issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.